Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (1000mg; route, frequency, and duration not reported) and injection amikacin (125mg; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy and patient recovery status were unknown. It was unknown if the patient was discharged from the hospital. No additional information is available.